Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization assembly for analysis. The guide wire tube and the catheter/needle assembly were assembled upon return. No obvious signs of use in the form of biological material were observed on the device, which matches the customer report the defect was found during product preparation prior to the procedure. Visual and microscopic analysis revealed the guide wire was unraveled towards the distal end. It was noted the coil wire was broken at two locations adjacent to the distal weld. The distal weld was present and appeared full and spherical. Microscopic analysis within hub tube adapter revealed a perimeter of flash within the adapter and damage which appears consistent with the needle cannula or guide wire forcing itself through the perimeter during assembly of the hub tube adapter into the needle hub. The outer diameter of the guide wire measured 0.383 mm, which is within the specification limits of 0.381-0.404 mm per guide wire product drawing. The inner diameter of the needle cannula measured 0.017", which is within the specification limits of 0.0165"-0.0180" per needle cannula product drawing. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function." The guide wire was unable to advance through the cannula due to the nature of the damage. A lab inventory 0.015" guide wire (measured 0.015") was advanced through the cannula, and the guide wire advanced with little to no resistance. Finished good ra-04122 is sold in two components: the guide wire tube and the catheter/needle component, which are assembled by the user by inserting the hub adapter to the cannula hub. It is unknown whether the guide wire was exposed past the adapter prior to assembly of both components during preparation. Manufacturing was consulted and they stated that the cyanoacrylate adhesive used to bond the tubing and adapter does not react to uv light. They agreed that further investigation is needed to evaluate the potential of protruding guide wires and the flash within the adapter. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for 14p24f0096, 14p24b0030 and 14p24g0216 in regards to arterial - hub/swg tube damaged/defective. The guide wire tube adapter a-04020-015a had an incomplete cannula resulting in a blockage. As the blockage within the cannula in the adapter was not the same as the condition of the adapter in the sample received, the failure mode of this complaint is not the same as/relevant to the non-conformance identified. The IFU provided with this kit warns the user, "precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of guide wire damage was confirmed through complaint investigation of the returned sample. The guide wire had unraveled towards the distal end, and signs of damage were observed within the hub adapter. The finished good ra-04122 consists of two components - guide wire tube (a-04122-006a) and catheter/needle (a-04122-012) - which are assembled by the user via insertion of the hub adapter into the cannula hub. If the guide wire is not returned to its original position prior to assembly, the guide wire is exposed past the adapter, making it prone to damage against the hub adapter or needle cannula. Signs of damage were observed within the hub adapter which suggests interactions between the cannula and/or guide wire with the edges of the adapter opening/perimeter of flash. Manufacturing stated the potential of mispositioning of the guide wire during assembly and the flash within the adapter will need to be further investigated at the manufacturing facility. Based on these circumstances, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "during the product pre-test before the procedure, it was found that the guidewire handle could not be lowered and the guidewire was bent. Another new product was used for the procedure." This was found during prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the product pre-test before the procedure, it was found that the guidewire handle could not be lowered and the guidewire was bent. Another new product was used for the procedure." This was found during prior to use. There was no patient involvement.